Manufacturer narrative:
Reliability analysis inspected 2 opened and used reservoirs and performed manual prime test using a new lab infusion set along with insulin pump. Both reservoirs passed per specification. No occluded anomalies were observed during analysis. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they received a no delivery alarm. The customer's blood glucose was 456 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother was advised to disconnect and reconnect the reservoir and tubing. The customer's mother performed plunger push and the insulin did exit after disconnecting and reconnecting the reservoir and tubing. The reservoir will be returned for analysis.